Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-40-user's test strip had poor fill. (B)(4). Note: at call back on (B)(6) 2017, the customer stated her condition had worsened since the time of initial contact. The customer reported symptoms of shivering and stating she could not stand. The customer had contacted her doctor due the symptoms on the initial call; the doctor had increased her insulin. Blood test performed with the truemetrix go meter produced fasting result of 222 mg/dl. Unable to contact the customer at call back on (B)(6) 2017 and (B)(6) 2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for test strip not recognizing or test strip not absorbing the blood. The customer puts the test strip into the meter and once the blood is absorbed it does not go into test mode. The customer was using enough blood to perform the blood test and was using proper testing technique. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported feeling exhausted, shaky and stated she had no appetite. Customer denied the need for medical attention at the time of the call. The product storage was undisclosed. The customer was using the proper test strips. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.